Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "the pt underwent right hip revision in 2007." It was alleged that, due to migration of the acetabular cup, a revision has been advised."